Event description:
It was reported that the patient's controller had broken pins in one of their power cables. The patient's controller was exchanged. Power cable disconnect alarms were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged pins in the controller power cables was able unable to be confirmed; however, the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; therefore, the extent of the damage was unable to be determined. A log file was submitted for review. A review of the submitted log files showed events spanning approximately 19 days. The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred at the time stamps of 01apr2023 from 06:48:13 ¿ 06:55:12, 02apr2023 from 06:00:06 ¿ 06:03:49, 11apr2023 from 05:23:42 ¿ 05:28:45, and on 18apr2023 from 05:44:40 ¿ 19apr2023 at 07:20:31. The alarms occurred on both power cables while the controller was connected to both battery and the power module. The alarms were able to resolve on their own. The pump was stopped on 19apr2023 at 08:23:18. This pump stop is consistent with the reported controller exchange that took place. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 21apr2023 stated that the controller will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.